Manufacturer narrative:
Product received and keymed investigation completed. Conclusion of investigation is user misuse (multiple impacts) as there is no evidence of any manufacturing defect in the castor, or of the castors coming loose form their fixing points. There was no report of injury to patient or user. This will be the final follow up report, however, if any new information is provided the case will be re-opened.

Manufacturer narrative:
Broken castor was discovered when the workstation was returned to olympus (B)(4). There has been no report of injury to patient or user. Olympus keymed have requested the workstation and castor is returned for further investigation. Follow up report will be submitted once the keymed investigation has been completed.

Event description:
The left castor has broken off from the workstation. The workstation was lent to the customer, when the customer returned it the malfunction was found during "receipt inspection" at olympus.